Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6) 2007. According to the complainant, the patient experienced a recurrence of pelvic organ prolapse, pain, bleeding, chronic infection, and dyspareunia post procedure. The exact nature and date of onset of these symptoms are unknown. All other information is unknown and reportedly unavailable.